Manufacturer narrative:
(B)(4). Any additional information received will be evaluated and a follow up report submitted if required. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
A customer reported to carefusion that an avea ventilator generated "ext high ppeak" and "circuit occlusion" alarms. The customer's investigation of the issue revealed drifting expiratory pressure transducer a/d counts. The unit was not in use on a patient when the event occurred and there was no report of patient involvement associated with the event received by carefusion.

Manufacturer narrative:
Result of evaluation: the device was returned to carefusion and remediated per recall (B)(4).